Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of depression is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.5 ml of 3 juvéderm® voluma¿ xc. After the injection, patient experienced with asthma and granulomas on all injected sites. Patient was treated with dupixent for asthma (monoclonal antibody blocks cytokines: interleukins 4 and 13) and hyaluronidase in several sessions over 3-4 weeks depending on the appearance of granuloma. Healthcare professional reported anxiety and depression. Symptoms has been resolved. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm voluma with lidocaine.